Event description:
Patient reported that they were seen for an orthodontic evaluation and provided a letter of recommendation from the dentist. In the letter the dentist states that the patient was seen for an orthodontic consultation. The dentist findings are class I dental ob - 60% deep bite, oj 1mm, u spacing 2mm, l crowding 3mm, tooth discrepancy with undersized maxillary incisors, generalized gingival inflammation with calculus buildup present, tmj left popping reported as a chronic condition from past injur of overextension. Discussed existing discrepancies present in the patient's occlusion and alignment and reviewed that further orthodontic treatment to correct existing crowding, spacing and deep bite is needed if they are interested to do so. Recommended ceasing aligner treatment at this time until periodontal condition is addressed and stabilized. Patient's malocclusion may include a possible need for ipr and or converting treatment to traditional braces due to existing tooth size discrepancy and deep bite relationship. This is a contraindicated patient.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.